Event description:
As reported by the user facility: customer complaint for (B)(4), lot# 1h20258317. Customer states "24g x .55 inch safety catheter missing safety clip upon withdrawal of stylet as it was removed from hub of the catheter". No pt injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The sample and all available info was forwarded to the actual manufacturer for further evaluation. A historical review of the complaint database revealed no other complaints of this nature against fg item # (B)(4) or fg lot # 1h20258317. A review of the batch manufacturing record was performed for the aforementioned lot and there were no abnormalities or non-conformances noted during in-process or final product inspection. The manufacturer's investigation is on-going. A follow-up report will be provided after the inspection results are available.